Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced skin overgrowth at the abutment site. Subsequently, the patient underwent revision surgery under a general anaesthetic on (B)(6) 2018. During the procedure the abutment was removed and a new implant with a longer abutment was placed at a different site.